Event description:
It was reported by a customer on (B)(6) 2011 during a procedure, the customer experienced low power and a test fire failed message was rec'd. Per the customer, when the laser system was powered on, the system failed at 6w and 7w. Per the customer, it was confirmed this caused the laser system breaker to trip.